Event description:
The customer reported the biopsy channel had something in it and will not work properly during a reprocessing procedure involving an olympus uretero-reno fiberscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.